Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported that the tsw35 misfired. A second tsw35 from the same lot number was pulled and it also misfired. A third tsw35 was pulled from a different lot number and it fired properly. There was no consequence to the patient.